Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that resistance advancing the ht bmw elite guide wire through an unknown catheter was felt. Additionally resistance removing the guide wire from the unknown catheter was also felt and the guide wire shaft kinked 5-6 centimeters before the tip. The procedure was successfully completed with a new bmw elite guide wire. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.